Manufacturer narrative:
The sample was said to be available for analysis however, it has not been received for evaluation. Upon receiving, the sample will be analyzed. The root cause of this event could not be determined.

Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached. The coil was retrieved using a intravascular aligator snare. There was no clinical sequelae.